Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-4316 serial #: (B)(4) description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
The MDR should not have been submitted as this is not a reportable event.

Event description:
A report was received that the patient will undergo an explant procedure due to ineffective therapy.